Manufacturer narrative:
The decision to explant the system was not made until more than 6 months post implant. It is unclear if the incision remained open during that entire time or if the wound reopened at some point. Lab testing to confirm or rule out infection as well as type of the suspected infection are not available to the firm. The timeline of the suspected infection and subsequent explant make it unlikely that the nalu system was the source of the infection. It is more likely that poor healing left the incision open and susceptible for development of infection. Poor wound healing is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator (pns) system on (B)(6) 2023 to treat lower extremity pain. After implanting the system, the surgical incision failed to properly heal. Patient presented to a local acute facility to have the incision site evaluated and was told there was concern about possible infection at the incision site. On (B)(6) 2024 a surgical procedure was performed to remove the nalu system to allow for full healing. Intention was to remove the entire system, however during the procedure the implanted lead fractured and thus the distal end was left implanted. The patient returned on (B)(6) 2024 to remove the remaining lead fragment and implant a replacement nalu pns system, at which time the nalu division responsible for MDR was made aware of the event.